Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous system reported a system shock while lying in bed. It was further reported that patient had consumed 6 to 7 beers that same evening; data was sent for a technical services evaluation. Technical services was able to confirm the system shock with root cause being contributed to a significantly changed morphology from the one stored during the post implant optimizations. No other resulting adverse patient effects were reported. Subsequently, the pocket was reopened and a dislodged electrode was confirmed. The electrode was removed and replaced due to inability to ensure product integrity.